Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. However, this does not indicate a device malfunction. The device was put through extensive testing without duplicating the malfunction. The event batteries were not returned for evaluation as part of this investigation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.